Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was instructed to continue using pump, and was advised to call back if malfunction returned, which customer acknowledged and understood.